Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced continuous suction alarms. The physician attempted to reposition the pump, but suction alarms did not resolve. The patient was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) for greater hemodynamic support. The patient was later escalated to an impella 5.5. The patient's outcome of procedure is noted as expired. Medical safety review of the event noted use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.